Manufacturer narrative:
Device information, such as part number, serial number, UDI number and mfg date was not provided in the medwatch report and is unknown. The medwatch report did not include customer contact information; therefore, zoll was unable to contact the reporter to obtain additional details or retrieve the product for evaluation. The reported issue could not be investigated, and the root cause could not be determined. The claim will be closed as information not sufficient for investigation.

Event description:
It was reported that during use on a patient, the devices oscillator stopped holding pressure and not maintaining mean airway pressure (map). There was no patient harm in the reported malfunction.